Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is leakingassociated malfunctions for this device: filter cabinet was missing and the pe valve tie wraps were leaking.